Event description:
Leads stuck in connector wire cutters needed to free leads. Atrial lead model 4269, guidant, implanted 1998, not removed. Ventricular lead model 5068, medtronic, implanted 1998, not removed.